Event description:
It was reported that this brady lead was explanted due to due to lead fracture resulting in noise and no new brady lead was placed. This lead was retained by the hospital. No additional adverse patient effects were reported.